Event description:
During baxter's functionality testing it was found that a spectrum pump had an air in line alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "air in line" alarm was confirmed (through the history log) during evaluation. The evaluation found low ultrasonic sensor readings which makes the pump more sensitive to air in line alarms. The upstream sensor was replaced to correct this condition.